Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the trailing haptic became stuck in the plunger and could not retract, while the rest of the iol remained in the capsule. When the injector was removed, the trailing haptic separated from its base. Lens remains implanted. There was no patient harm. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).